Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation. It was difficult to turn the pt's implantable stimulation off, using the pt programmer. The pt also experienced a "piercing burning" sensation at the device site in the left leg. There was no known related incident or accident reported. The pt contacted the physician to report the issue. It was later reported that the pt met with the MFR rep on (B)(6) 2011, to troubleshoot. The device system was functioning properly. The pt's device required a repositioning due to the pt's weight loss. This procedure was to be scheduled, but a date had not been confirmed as of the date of this report. It was noted that the pt's experience of pain was due to the weight loss and the subsequent movement of the neurostimulator. The pt's stimulation was turned on at this time. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.